Event description:
Middle aged female patient was taken to the or for right shoulder arthroscopy, rotator cuff repair, subacromial decompression and bicep tendonesis. During implantation of a smith and nephew ultra ha 4.5mm suture anchor, the surgeon felt the anchor break. The surgeon was able to remove the anchor and replace it with another. No pieces of anchor were retained in the patient as all pieces were removed by the surgeon. Anchor was sequestered for risk management and the procedure was completed with no further issues.====================== health professional's impression======================device broke while being placed.